Event description:
Reporter states the quickie release caster stems do not lock and the casters fell off, also the big button axles do not engage all the way while the chair is in use. No injuries reported.